Manufacturer narrative:
(B)(4). Evaluation summary: the plunger, link, anterior needle, and anterior cuff were not returned with the device which limited the scope of the investigation and the reported experience could not be confirmed. Evaluation of the returned device indicated that the posterior cuff successfully captured the needle during needle deployment; however, the link was pulled from the swage end of the posterior cuff while retracting the needle plunger. A link pull during plunger retraction would result in a failure to retrieve the suture. Subsequently, the pre-tied knot would become unraveled; therefore, there would be no suture knot to be advanced to the arterial surface to achieve hemostasis. A link pull while retracting the needle plunger indicated that there was resistance encountered during the plunger removal process; however, during testing, a proxy plunger was inserted and retracted successfully without any observable resistance. Because the whole suture was not returned with the device, it could not determined if the suture was dragged through the device during the needle plunger retraction process which could potentially result in link detachment from the cuff. However, a piece of the returned suture revealed no damage. No manufacturing or quality deficiency was detected and the root cause for a link pull from posterior cuff could not be determined based on the investigation findings. Abruptly pulling out the plunger after needle deployment could be a contributing factor, but this could not be confirmed. A review of the product lot history record did not reveal any non-conforming material records associated with this lot.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician trained in the use of the proglide device achieved arteriotomy closure of the common femoral artery after an interventinal procedure. Reportedly, during removal the suture got stuck inside of the device. It was removed and after the suture was cut and the suture trimmer was pulled back, the cuff got stuck in the suture trimmer. The device was removed and hemostasis achieved with the device. There were no reported adverse patient sequelae. Though requested, no additional information was provided.